Event description:
Title: outcomes of glaucoma drainage device implantation and trabeculectomy with mitomycin c in glaucoma secondary to aniridia. The purpose of this retrospective comparative interventional case series is to compare the outcomes of aurolab aqueous drainage implant (aadi; aurolab) placement and trabeculectomy with mitomycin c (mmc) in patients with glaucoma secondary to aniridia. A total of 30 eyes of 30 patients who underwent trabeculectomy with mmc or the nonvalved aadi implantation for glaucoma secondary to congenital aniridia between april 2005 and february 2015 were included in the study. In the trabeculectomy with mmc group (n=12 eyes; 8 were males; mean age of 17.2 ± 13.2 years), the conjunctival flap was closed with 8-0 polyglactin suture (braided coated polyglactin 910 violet; ethicon, johnson & johnson ltd, mumbai, india). Complications reported such as treatment failure (n=7) which includes reoperation for glaucoma (n=4), inadequate intraocular pressure reduction (n=2), and loss of light perception or vision (n=1); and requiring cataract surgery (n=5). In conclusion, placement of an aadi resulted in lower iop and a higher rate of surgical success compared to trabeculectomy with mmc in eyes with glaucoma associated with aniridia. Cataract extraction was more frequently required after trabeculectomy with mmc than aadi implantation.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: am j ophthalmol 2021;227:173¿181. Https://doi.org/10.1016/j.ajo.2021.03.008.